Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2014: rash, nodule, hyperkeratosis, acanthosis, fibrosis, angiofibroma, neurodermatitis, acanthoma, skin ulcer, swelling face, dermatitis herpetiformis, social avoidant behaviour, impaired work ability, social problem, oral herpes assessed as serious and possibly related. However, the patient had several other underlying medical condition and was on other products which may have contributed to the developement of the events.

Event description:
This case was received by valeant from sanofi-aventis via medical records: this case concerned a (B)(6) year old female patient (current age). The patient's medical history included photosensitive/photo allergic, marked sun exposure over the years, knee rebuild in 1983, poor diet, lack of exercise, stress, skin mass, scabs, urinary tract infection, skin cosmetic procedure, attention deficit/hyperactivity disorder, tobacco user, recreational drug use, alcohol use, chickenpox, depression, anxiety, previous pregnancy, heart murmur, migraine, arthritis, asthma, thyroid disease. The patient had a family history of melanoma, hearing loss, high blood pressure and kidney disease. Concomitant medications included dexedrine (dextroamphetamine) for add (attention deficit/hyperactivity disorder), lexapro (escitalopram). On (B)(6) 2007, the patient was administered with sculptra (injectable poly-l-lactic acid) to volumize the cheeks. Co-suspect medication included botox (onabotulinumtoxin a), juvederm (cross linked hyaluronic acid). On (B)(6) 2009, the patient was injected with botox in the outer eyebrows, procerus, glabella, and corrugator muscles. On an unknown date the patient was administered with juvederm. It was reported that the patient underwent multiple fraxel laser resurfacing treatment on (B)(6) 2007, (B)(6) 2008, and (B)(6) 2009. On an unknown date the patient experienced deep breakout/eruptions, itchy/inflamed/painful bumps, hyperkeratosis, epidermal acanthoma, ulcerated area between eyebrows by the nose, swollen eyebrow area/cheeks/nose/chin, dermatitis herpetiformis, loss of authority in the class room and professional standing at college, loss of social confidence, becoming a recluse and avoiding social contact, being treated poorly in public settings. Treatment for adverse events included doryx (doxycycline), valtrex (valaciclovir), prednisone, celidin, differin (adapalene), e-light skin treatment. It was reported that the patient continued to work full time though the 2010/2011 academic year at which time she reduced her workload by 60%, after which she stopped working and retired early. Skin biopsy was performed on (B)(6) 2011, on right elbow with result showing excoriation. Aerobic bacterial culture on (B)(6) 2010 showed no growth. Blood pressure reading on (B)(6) 2011 was 122/73; pulse rate was 85. The outcome of the events were reported to be not recovered and permanent. This case was received by sanofi-aventis and was forwarded to valeant on (B)(4) 2013.